Event description:
It was reported that since the patient's device changeout procedure, the patient had been having extreme palpitations and pressure in their chest up to their left ear. The patient was very uncomfortable and short of breath just sitting. The right ventricular (rv) lead was reprogrammed and the patient's symptoms eased. A week later, the patient reported that the palpitations came back and when they get the palpitations "it resents". The patient noted that the clinician adjusted the rv lead last time they were in the clinic but noted that the lead "did not stay adjusted". The patient believes something is wrong with their cardiac resynchronization therapy defibrillator (crt-d). The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were no product performance issues with the crt-d or rv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.